Event description:
It was reported that the tip of the needle broke during a rotator cuff repair and remains in the patient's shoulder. According to the reporter the surgeon noticed the very tip of the needle was missing. The surgeon believes the tip is still in the patient's cuff. The surgeon visually and manually explored the joint but was unable to locate the tip. The wound was irrigated and closed. No further patient or event information was provided at the time this event was reported.

Manufacturer narrative:
Patient weight was requested but not provided. No further patient information was provided at the time of this report or made available in response to follow-up communication. No additional adverse consequences have been reported from this event. This device is used for treatment. The device was received and an evaluation was conducted. The complaint was confirmed. The evaluation revealed the device has a broken needle point. The cause of the event could not be determined from the information available and device evaluation. Device history record revealed nothing relevant to this event. Based on the information provided and device evaluation, the most likely cause(s) of this event is the use of excessive force to pass the needle through thick or hard tissue or hitting bone with the needle. On the package, there is a label instructing the user as follows: warning: do not resterilize or reuse the scorpion needle. This may cause the needle to break and cause patient injury. Use of excessive force to pass the needle through fibrous/calcific tissue, or striking bone, can cause needle breakage and patient injury. To avoid this, reposition the needle pass to a different area. This is the first complaint of this type for this part/lot combination. The potential causes of this event are being communicated to the event reporter. If additional relevant information is received, a follow-up report will be submitted.